Manufacturer narrative:
The investigation is in progress.

Event description:
A site representative reported that during a case the fusion software was showing a message that said "pt reference not connected" and the pt tracker had red status. This occurred before they had registered the pt. The tracker was switched to another port on the axiem box - this resolved the issue and the case proceeded as planned. It was then reported that the instruments were no longer tracking. The doctor decided to discontinue the use of the fusion system. There was no impact on pt outcome.